Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure of a patient. During the attempt to deploy the stent, after the .035in jagwire guidewire successfully crossed the target lesion, guide catheter stretched and as a result the stent was unable to be deployed. The procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications.

Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).